Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family member that the patient died five days after an upgrade to a bi-ventricular pacemaker and two leads. The cause of death and circumstances surrounding the death have been requested and not received.